Event description:
It was reported that the device was attached to a pt when a shock decision was made on the device; upon deliver of the therapy, the message "charge removed" was displayed. A second analysis yielded the same result before the ems svs arrived and took over the pt care. The fire dept is unaware as to the outcome of the pt.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the main pcb has a transfer relay that is intermittently stuck open, causing energy to be removed. The customer has declined repair by physio-control at this time.